Manufacturer narrative:
Initial

Event description:
It was reported that during a call the patient experienced a low blood glucose event while eating breakfast after announcing the meal 10 minutes prior per healthcare provider guidance, with dexcom g7 showing a nadir of 60 mg/dl and the patient treating with oral carbohydrates. Symptoms included hypoglycemia. Outcomes included an unexpected medication intervention limited to oral glucose and no report of serious injury, illness, or impairment. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no specific device problem or component implicated and insufficient information for device-related assessment, with no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.